Manufacturer narrative:
Per the instructions for use (IFU), cardiovascular injury including hematoma, perforation or dissection of vessels, ventricle, atrium, septum, myocardium or valvular structures that may require intervention are known potential adverse events associated the overall transcatheter valve replacement (tvr) procedure and may require intervention. According to the device training manuals, risk factors for aortic dissection, cardiac/aortic hematoma, or annular rupture during the tvr procedure include significant valve over sizing, severely obliterated sinuses of valsalva, porcelain aorta and/or presence of bulky calcification, and narrow calcified sinotubular junction. In addition, advanced age, female gender, small body weight, and steroid dependency can also be contributing factors. The sapien transcatheter heart valve (all models) relies calcium to securely anchor in the landing zone. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times, the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve, and procedural success. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggest/indicate that patient factors (friable tissue) along with the mechanisms listed above may have caused or contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Event description:
As reported by edwards affiliates in the united kingdom, a transcatheter aortic valve replacement (tavr) procedure was performed using a 26mm sapien 3 ultra resilia valve via a left transfemoral approach. Following successful valve deployment, the patient experienced hypotension leading to cardiac arrest. Cardiopulmonary resuscitation was initiated, and echocardiography revealed a pericardial effusion with tamponade. An annular rupture was subsequently confirmed. A pericardiocentesis was performed, draining approximately 1000 ml of blood, and the patient received a blood transfusion. A drain was left in place, and the patient was stabilized in the intensive care unit. Several hours later, signs of recurrent tamponade were observed, prompting conversion to open-heart surgery. The edwards valve was explanted, an aortic patch was placed, and an additional blood transfusion was administered. On the following day, the patient experienced pulseless electrical activity (pea) arrest, necessitating surgical removal of blood and clots from the chest cavity. In the days following the procedure, the chest remained open due to ongoing bleeding, requiring continued transfusions and presenting challenges with ventilation. The patient remains in intensive care with a prolonged hospitalization anticipated and a high risk of mortality. As per medical opinion, the root cause of the annular rupture was the friable tissue.